Event description:
I am (B)(6) and I do not speak english well, so I am trying to explain the problem. A (B)(6) gynecologist recommended to me to use the use of radiofrequency btl ultrafemme 360 inside my vagina to improve my sexual relations. 24 hours after the first session, I started to feel a chronic pain in my belly like permanent muscle contractions. The gynecologist does not know what is happening to me.